Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that some of the clips came out of the er320 device very poor, to no clip formation. Another device was used to complete the case. There was no consequence to the pt.